Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is healing normally and is able to use the device without issues. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet and pain after an MRI. An initial MRI was attempted with incorrect antenna coil cover protocol and was stopped after the recipient felt the antenna coil cover move. On (B)(6) 2020, the recipient successfully completed an MRI with correct antenna coil cover protocol and was able to use the device after the procedure. The recipient later experienced pain due to a displaced magnet. On (B)(6) 2020, the recipient underwent magnet repositioning surgery.